Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor, was unable to be confirmed. However, it was found that there was a short circuit in the motor cable and that the device shuts the pump off during operation. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. The short circuit in the motor cable would have caused the device to not function as intended by the customer, however, since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery, the micro tornado hp w handcontrol device did not turn; and that the motor was jammed. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. Another like device was used to complete the procedure without delay. There were no patient consequences reported. No additional information was provided.